Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The symptoms was confirmed and reproduced. The unit was received inoperable due to system error 105 caused by a failed motor (flex). The motor assembly was replaced.

Event description:
It was reported that a pump alarmed for system error 105. It was also reported that there was no patient injury.